Event description:
Boston scientific received information that shock impedance measurements were greater than 200 ohms. Device data was reviewed and it was determined that the right atrial (ra) lead coild was the common element with increased impedance measurements. It was believed that there was a proximal coil fracture. An extraction procedure was to be performed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). Additional information was received stating this device was explanted and returned for testing. This product issue will be updated when evaluation is complete.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.